Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and diabetic ketoacidosis; cause was not known. A specific bg value was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.